Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the suction pipe did not function properly by sucking up fragments. The surgery was completed on the same day. The procedure type was unknown. There was no information of patient harm.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The used fluidics management system (fms) in the tray was visually inspected. All sub-components were properly assembled and intact. The sample was tested using the calibrated system console and passed functional assessment. No system message code displayed on console screen. The sample functioned within specifications for aspiration and irrigation flow rates. The root cause of the customer's complaint could not be established; the returned sample functioned per specification. This complaint has been reviewed and it is determined that no further actions will be pursed at this time as the sample met specifications. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).